Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported conditions for this incident were that the jaws would not open and the open button was unable to be fully depressed. The plungers on the handle were slightly discolored. No additional visual abnormalities were noted for the handle. The eeprom was uploaded and indicated 32 autoclave cycles for the handle. Functionally, the quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire and push to fire buttons and knobs were twisted and depressed all showing full functionality. The open button was only able to be depressed halfway. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv adapter was inserted onto the handle and powered up and calibrated as expected. A pmv endo gia* 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The jaws of the reload could be closed, but could not be opened due to the sluggish button. The reload detect led could not be changed to a solid state due to the inability to fully depress the open button. Further functional testing could not be performed due to the received condition of the handle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the sluggish open button and the reported conditions were confirmed. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently the complaint data displayed an increased trend. Replication of the reported condition may result from a high number of autoclave cycles combined with cleaning with an alkaline ph detergent. A process improvement has been implemented for this failure mode. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the problem was noticed during testing, before the procedure. The silver button could not be depressed completely. The reload could be closed, articulated and reticulated. However, the jaws could not be reopened. The device was not used on a patient. There was no extension of operating time. There was no blood loss. There was no extension of the incision. There was no tissue loss or tissue damage. There was no reinforcement material used.